Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts were stretched and visibly damaged; some struts were pulled distally over the distal bumper tip. Stent struts on proximal rows 1 to 8 appeared undamaged. The maximum crimped stent profile was measured and is within specification. A stent protector was returned for analysis and its measurement is within specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Stent damage most likely occurred due to handling of the device during preparation following removal of the stent protector. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It reported that stent damage occurred. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, it was noted that the stent struts got stretched upon removing the stent protector. The procedure was completed with a non-bsc drug eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It reported that stent damage occurred. During preparation of a 2.50 x 28 synergy¿ drug-eluting stent, it was noted that the stent struts got stretched upon removing the stent protector. The procedure was completed with a non-bsc drug eluting stent. No patient complications were reported.